Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by a failure of the camera head otv-s7h-1d-l08d owned by the user facility. The cause of the failure of otv-s7h-1d-l08d could not be identified. When the device was inspected in combination with the otv-s7h-1d-l08d owned by the user facility, the endoscope was not recognized and the scope error e315 occurred. The problem was resolved when the otv-s7h-1d-l08d was replaced with a camera head of an olympus asset. Olympus medical systems corp. (Omsc) reviewed the manufacturing history and confirmed that there were no manufacturing anomalies or corrections. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at osmc. As a result of the evaluation, the following was confirmed. -there was no abnormality in the appearance of the device. -the same problem did not occur when the camera head otv-s7h-1d-l08d of olympus asset was connected to the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, scope detection did not work and the endoscope was not recognized. The user replaced the device to another device and completed the intended procedure. The device was used in combination with the camera head otv-s7h-1d-l08e with serial number (B)(4). There was no report of patient injury associated with the event. Omsc then inspected the device and found that when the camera head otv-s7h-1d-l08d owned by the user facility was connected to the device, the endoscope was not recognized and a scope error e315 occurred. In addition, the color bar was displayed instead of the endoscopic image. Error e315 means that an incompatible endoscope is connected.